Manufacturer narrative:
Two alaris sp battery packs (s/n (B)(4)) were received for evaluation. An external inspection did not identify any damage or deficiencies. The battery pack date codes identified their manufacture dates as (B)(6) 2017 and (B)(6) 2018. The battery packs were fitted into test pumps and battery calibration was performed . The following results were recorded: s/n (B)(4) = 1724mah. S/n (B)(4) = 1777mah. Both results were out of specification (2100mah), thus confirming the reported issue. Battery runs were performed and the following run times were recorded: s/n (B)(4): low battery at 3 hours & 14 minutes with empty battery occurring after a further 51 minutes. S/n (B)(4): low battery at 3 hours & 29 minutes with empty battery occurring after a further 52 minutes. Both battery packs were disassembled and no damage or deficiencies were identified. These investigation has confirmed the reported issue however a definite root cause was not identified. It is known that short periods of charging after long periods of use on battery power can adversely affect the battery operation and eventually the battery life, especially if the battery is not fully charged after being repeatedly depleted. Without the associated pumps being returned for evaluation it is not possible to review the event logs and attempt to determine the pump usage via battery or their charging regimes. A review of previous customer advocacy feedback received over the past 4 years has identified a low frequency for reports related to battery calibration / capacity. However should the customer continue to experience failures of this nature it is recommended that further feedback is submitted and that the pump is returned for evaluation. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The reported feedback suggests that there is a failed battery calibration.